Event description:
It was reported that there was oversensing of extra signals on the right atrial (ra) lead channel of this pacemaker system. This resulted in inappropriately stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and determined that this was most likely due to oversensing of potentials that were within the patient's body. Further testing in clinic was suggested including x-rays. No adverse patient effects were reported. Currently, this pacemaker system remains in service.